Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: malaysia. It was reported that the thread broke during surgery.

Manufacturer narrative:
Samples received: 15 unopened and one open used pouches. Analysis and results: there are four previous complaints of this code batch, received from the same end customer and for the same issue of thread breakage during surgery. The four complaints were closed as not confirmed after the analysis of the samples received that fulfilled product specifications. We manufactured and distributed in the marked (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 15 closed samples and an open used suture with the thread broken. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 7.82 kgf in average and 6.67 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The complaint is not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.